Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer evaluated the unit and found vacuum inlet filter under the block was broken. The broken vaccum inlet filter of the device was replaced, the device was serviced and all tests were performed. It was operated with the test catheter and test trainer, and the device was delivered to the user in good/functional condition.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h6 (remove 3331 from type of investigation).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit made excessive sound coming from the back of the device. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a